Event description:
It was reported that the patient presented to the clinic for a follow up experiencing pocket stimulation. The pulse generator exhibited backup vvi operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.